Event description:
The customer reported via phone call that the insulin pump had buttons that were getting harder to press. The customer stated that the keypad responded intermittently. The customer's blood glucose was 105 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to replace the insulin pump. The customer declined to receive a replacement insulin pump, stating that he had already ordered a new insulin pump and declining to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.